Event description:
Customer reports a black spot on the front of the compact plus meter; she also reports the back of the meter appears to have melted. No adverse event reported. Requested return of suspect device and replacement was sent.